Event description:
It was reported that during an unk procedure, the cartridge came off the device before it opened. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent 09/19/2007. Information is unavailable; device was not returned for evaluation.